Manufacturer narrative:
A ge rep evaluated the system and replaced the brilliance amplifier power supply. The system operates as intended.

Event description:
The customer reported a round blurry image in the center of the display. No pt injury was reported.